Manufacturer narrative:
During the visual exam, the device was found to have worn or damaged parts including corroded flex strips and corroded sockets.

Event description:
The core universal driver was returned for service. During testing at the MFR, it displayed a bias current error on the console when the reverse trigger was pulled, signalling a run-on condition occurred. There was no pt involvement, and there were no user injuries or adverse consequences.